Manufacturer narrative:
H.6. Investigation summary: one sample model mx5301, lot 23059039 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause can be related to the application of solvent. The failure mode was addressed and approved on (B)(6) 2023 where the mdgn dispenser will be replaced by medical dispenser to avoid issues in the solvent application. A device history record review for model mx5301 lot number 23059039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx5301 lot number 23059039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site would not flush. The following information was provided by the initial reporter: when flushing in an attempt to start an IV the nurse noticed the item did not flush.

Manufacturer narrative:
E1: initial report facility name is more then 50 characters: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site would not flush. The following information was provided by the initial reporter: when flushing in an attempt to start an IV the nurse noticed the item did not flush.